Event description:
It was reported that this right atrial lead was surgically abandoned due to exhibiting high out of range pacing impedances measurements and pacing inhibition. Another lead was implanted instead. Furthermore, it was clarified that the lead has been non-functional since after implant. No further adverse patient effects were reported.

Event description:
It was reported that this right atrial lead was surgically abandoned due to exhibiting high out of range pacing impedances measurements and pacing inhibition. Another lead was implanted instead. Furthermore, it was clarified that the lead has been non-functional since after implant. No further adverse patient effects were reported.